Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leaking before use on patient. No one was harmed onsite.

Manufacturer narrative:
Updated fields- b4, e1(email), g1(contact person-mfg site), g3, g6, h2, h6 codes(investigation types, findings, conclusion), h11 a getinge field service engineer (fse) evaluated the unit and confirmed leak in the cart. The fse replaced the o ring and completed functional and electrical safety testing to device as required. All performed test passed.

Manufacturer narrative:
Corrected fields- h6 codes(components) updated fields- b4, g3, g6, h2, h11.